Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted pulmonary lobectomy surgical procedure. Three weeks after discharge, the patient had to call an ambulance for chest pain and generally feeling unwell. The patient was admitted into the hospital for an infection and intravenous (IV) antibiotics were given over the week. The patient was discharged home after six days and will finish a course of oral antibiotics. There was no report of a da vinci device malfunction. The study investigator classified the event as a moderate severity, a clavien-dindo grade iiia and reported the event as not related to a da vinci device but had a probable relationship to the study procedure and possibly related to the patient's underlying disease status.

Manufacturer narrative:
Additional information: the reason for re-admission was due to chest pain from a surgical site and infection. A medical review of the information provided was conducted by an intuitive surgical, inc. (Isi) medical safety officer (mso). Per the mso, the infection site/nature is not detailed so it is deemed possibly related to the procedure. If pneumonia, it could also be patient disease related. The event was not related to the da vinci study device and probably related to the investigational procedure.

Event description:
Refer to h11 for follow-up information.